Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet experienced recurrent overnight low blood glucose, including a documented value of 68 mg/dl lasting about 20 minutes, and attributed the lows to insulin stacking and continuous basal delivery; review of device logs by support indicated insulin deliveries did stop, with the low associated with overcorrection and the user¿s practice of pre-treating hypoglycemia. Symptoms included low blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included review of available device data and user-reported logs and consultation with field support. Investigation of this case revealed that user behavior of pre-treating lows likely contributed to misinterpretation by the algorithm and subsequent insulin dosing that coincided with hypoglycemia. It was concluded that the event involved low glucose with contributory user behavior, with device function consistent with available logs and education provided to avoid pre-treatment.